Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. One used regular tr band assembly and inflator were returned for product evaluation. The inflator was visually inspected and compared to another inflator; it was noted that the inflator tip had broken off. The air inlet port was observed and the broken fragment from the inflator tip was not inside the air inlet port. The fragment was not returned for evaluation. Another inflator was used to inflate the tr band several times, and the inflator was inserted and withdrawn from the air inlet port without resistance or issue. The failure was attempted to be recreated by inserting another inflator inside the inflation port and using bending forces to break the tip. Since the material for the inflator tip is malleable and semi-rigid, the inflator tip did not break; however, it was bent. The breakage was successfully recreated by applying a significant mechanical shock to the inflator tip. The opening of the check valve was observed under microscope and small scratches, likely from the inflator, were noted. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the inflator tip hit a hard surface and upon usage of the device, the tip was found to be broken off. It is also likely that after the tip hit a hard surface, a hairline fracture was created on the tip, and after using the inflator on the tr band, the tip broke off completely. However, since the device was returned opened post attempted usage and not sealed, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
This event has been deemed reportable upon investigation of the actual device. The user facility reported that upon placement of the tr band, a piece broke. There was no patient injury, medical/surgical intervention required. The patient's condition was stable. The procedure was completed successfully with another tr band. Additional information was received on 04dec2019. The procedure was a radial left heart catheterization (lhc).